Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and the right ventricular (rv) lead exhibited t-wave oversensing (twos) and high thresholds. Both the device and lead remain in use. No further patient complications have been reported as a result of this event.